Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received a low glucose reading of 57 mg/dl on the adc device compared to a reading of 305 mg/dl and/or 350 mg/dl obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The length of wear is unknown. The customer initially consumed apple juice due to the low readings and subsequently contacted emergency services. Upon their arrival, the customer was transported to a hospital and received the aforementioned comparison reading. The customer was hospitalized for 3 days and received unspecified treatment during the hospitalization. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received a low glucose reading of 57 mg/dl on the adc device compared to a reading of 305 mg/dl and/or 350 mg/dl obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The length of wear is unknown. The customer initially consumed apple juice due to the low readings and subsequently contacted emergency services. Upon their arrival, the customer was transported to a hospital and received the aforementioned comparison reading. The customer was hospitalized for 3 days and received unspecified treatment during the hospitalization. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.